Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the identified symptom constant air-in-line while loading a set and running an infusion. Eval found the ultrasonic sensor readings to be below specification, which can make the pump more sensitive to air-in-line alarms. The failed upstream sensor was replaced.

Event description:
During baxter's eval it was found that a spectrum pump experienced a constant air-in-line alarm. There was no pt involvement.